Manufacturer narrative:
Supplier: micro stamping (B)(4). As a result of an adverse trend for devices exhibiting failure at the thumb-loop assembly joint, the malfunction has been investigated by the supplier, micro-stamping, and a corrective action (scar) was performed. Micro-stamping evaluated multiple batch # starting with m. Micro-stamping re-designed the push rod fixture, increasing the clearance, to ensure that the fixture is appropriately stressing the entire soldering joint. Upon implementing the new fixture, it was verified that the new fixture does not hang up on the soldering as the old one did when testing a returned non-conforming sample. In addition to this scar, a CAPA was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
Updates: d4 material and batch number & UDI, d9 product receipt date, h4 manufacture date. The device was returned to the manufacturer and evaluated at tek park for proximal weld separation/failed tug test. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. Aesculap inc. Previously reported that a supplier corrective action request (scar) was initiated due to an adverse trend observed for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m." As a result of this analysis, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. In addition to the redesign of the soldering fixture, the supplier reviewed the work instruction for the torch soldering operation and identified improvement opportunities. The original work instruction was used to better define the soldering process with a more focused emphasis on the following: equipment startup and shutoff operations, clear imagery of acceptable soldered subassemblies, and clarified cleaning operations for components prior to soldering. A second dedicated work instruction was implemented to better define the attribute inspection criteria for the brazing process used for the solder between the thumb loop and rotator block. The visual inspection at tek park noted proximal solder joint separation between thumb loop and rotator block; all solder material remained adhered to the thumb loop. Repair information was not available. Functional testing showed handle action was not smooth, but exibited stiffness and roughness. The complained failure of the device was confirmed. Based on prior evaluations of complaint devices reported with a failure mode of proximal weld break/separation, this event likely occurred due to inadequacies in the defined production process which limited the device performance. Aesculap inc. Opened a corrective action/preventive action (CAPA) for further evaluation of the design transfer of this device.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige grasper. During inspection and routine maintenance, the device broke at the weld during the "tug test". The malfunction was also noted to include a crack in the weld area. There was no patient involvement. Additional information was not provided.